Manufacturer narrative:
Concomitant medical products: a2dr01 ipg ,implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds on the right atrial (ra) lead were noted. Intermittent far field r-wave (ffrw) oversensing is also noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.